Manufacturer narrative:
The manufacturer previously reported an issue related to active exhalation control module. The active exhalation control module was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not yet repaired.

Event description:
The manufacturer received information alleging a "low inspiratory pressure" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's active exhalation control module needs to be replaced to address the issue.